Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, suture broke and wound opened. Patient needed emergency treatment.